Event description:
It was reported that the right ventricular (rv) lead had high rv coil impedance. A lead fracture was suspected. During the lead revision procedure, a lead insulation breach was noted in the area just proximal to venous entry. It was noted that the physician "was unable to place stylet down" the rv lead and an alternative removal technique ("bulldog apparatus") was used. Lastly, it was indicated that excessive helix turns were required for rv lead helix retraction. The entire lead was extracted with the helix intact and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(6). (B)(4).